Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number is unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 5 of 5. The home patient (hp) stated that she disconnected during dwell 5/5. The hp then reconnected. The technical service representative (tsr) explained the alarm to the hp, assisted with troubleshooting to clear the alarm and advised the hp to notify the nurse of air detect alarm. No patient injury or medical intervention was indicated at the time of the initial report.